Event description:
It is reported the system was intermittently not booting up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The rtos, gpos and hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.